Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal canal stenosis procedure performed: posterior lumbar interbody fusion (plif) levels implanted: l2-5 intra-op, when the inserter was attached to ptc and inserted into l3/4 of the second intervertebral disc space the angle was misaligned near the entrance of the intervertebral disc space so when it was taken out of the operative field, it was in a unstable state and the implant came off from the holder and could not be gripped firmly. The thread of cage may be broken. The cage was inserted again near the entrance of the intervertebral disc space and then it was inserted using an insertion bar. After that the inserter was replaced with another one to deal with the operation. The rotate distractor had entered up to 9mm. There were no patient symptoms or complications as a result of this event.